Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 08dec2023, it was confirmed that the customer had ordered the gas delivery system (gds) and data acquisition (da) to motor controller (mc) cable. The customer stated that the replaced parts would be returned to philips for evaluation. The customer did not provide the patient information from the time of the event. On 13dec2023, the customer informed the rse that the gds and da to mc cable were replaced and the device passed performance verification testing (pvt), confirming that the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a proximal pressure sensor auto zero failed error code. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they confirmed the error code in the event log of the device after running the device for 20 minutes in the biomedical shop. The customer stated that they had already replaced the flow sensor assembly, replaced the proximal autozero solenoids 3 and 4, and replaced the data acquisition (da) printed circuit board assembly (pcba) but the device issue persisted. The customer also confirmed that the internal exhalation power was clear. The rse advised the customer they could exchange the replaced parts for a gas delivery system (gds) assembly and replace it to attempt correcting the issue. The rse advised replacing the da to motor controller (mc) cable as well as a precautionary measure. If the issue persisted still after the gds assembly and da to mc cable, then the rse advised the customer that the mc pcba and central processing unit (cpu) pcba were next. The customer stated they would attempt the gds assembly and da to mc cable replacement first. This investigation is ongoing.